Event description:
It was reported that the customer's insulin pump was constantly alarming and they were not able to clear the alarm. Nothing further was reported.

Manufacturer narrative:
The insulin pump passed the unexpected restart error test, alarms noted. The device had broken reservoir tube lip, reservoir tube missing o-ring, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, scratched reservoir tube window, missing end cap sticker, and reservoir tube cracked.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.